Event description:
Customer was hospitalized for high blood glucose levels. Prior to hospitalization, customer changed the infusion set, but did not give a manual injection. Troubleshooting was performed and insulin pump passed the prime test. Tubing clamp was not available for the high pressure test.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.